Manufacturer narrative:
One tracheostomy tube was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that there was an inflation issue with the cuff of the tracheostomy tube. There was no patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Two (2) images were provided. One (1) sample was received in used conditions, without original packaging. After the whole cuff inflated, it was deflated and inflated 4 times, all the time the cuff inflated completely and symmetrically. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions were taken since the complaint was not confirmed.